Event description:
It was reported that following a carelink transmission, the clinic called the patient, no one answered, the police were sent and the patient was found dead. The clinician was questioning "why is there no pacing?" And "why did it stop treating?" The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.